Manufacturer narrative:
He selected faradrive sheath was returned with its native dilator still inserted, requiring the removal of the dilator to proceed with device analysis. An evaluation of the sheath's functional capability was conducted by injecting deionized water to expel air from the sheath. However, the test was unsuccessful, as leakage was observed at the proximal end of the device during preparation. Inspection of the hemostatic valves confirmed the presence of silicone oil on each face of the valves. The external valve was found to have a tear on the outer face and the internal valve had a tear on the inner face, which compromised the valves' ability to seal pressure and fluid within the sheath. The valves were also noted to be deformed due to the prolonged insertion of the dilator, as the sheath was returned with its dilator still inserted.

Event description:
It was reported that faradrive steerable sheath clear was selected for atrial flutter (af) ablation. During the procedure it was mentioned that air was aspirated and observed within the flushing line near the 3-way stopcock when the sheath was inside the patient. N o air was noted in the patient nor any device leaked. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis. The same issue occurred with two faradrive sheaths, it is unknown if both occurrences took place during the same procedure.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for atrial flutter (af) ablation. During the procedure it was mentioned that air was aspirated and observed within the flushing line near the 3-way stopcock when the sheath was inside the patient. No air was noted in the patient nor any device leaked. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis. The same issue occurred with two faradrive sheaths, it is unknown if both occurrences took place during the same procedure.